Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in (B)(6) of patients and the need for permanent pacemakers in (B)(6) of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. The patient's cause of death is unknown. The root cause of this event cannot be determined with the available information. However, the vast majority of these events are most likely not related to the device. There is no allegation of a device malfunction or deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that the patient expired 23 days after implantation of an intuity elite 8300ab 21mm aortic valve and CABG x2 due to unknown reasons. Per received medical records, this patient had extensive medical history including bilateral carotid endarterectomies, craniotomy for cerebral aneurysm clipping, extensive atherosclerosis of the ascending aorta, descending aorta, & peripheral vascular disease. She had newly diagnosed left main disease which required an iabp and had aortic insufficiency diagnosed during her heart cath. She underwent CABG x2 off pump and avr with the 8300ab 21mm aortic valve. She became pacer dependent due to complete heart block and received a permanent pacemaker on pod #2. She stabilized and was discharged home with home health on pod #5.